Event description:
During a shoulder repair a portion of the distal tip of a vapr se electrode broke off into the pt. This resulted in the procedure being extended b 1 1/2 hrs, and the broken fragments remain in the pt. Outside of this, the case was concluded successfully without further incident.